Event description:
A scrub technician reported that the system worked intermittently with the footswitch during a cataract with intraocular lens procedure. The system was exchanged to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative did not indicate whether the reported event was replicated. The ar spacer, footswitch cable, and footswitch interface printed circuit board (pcb) were all replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 10, 2010. Based on qa assessment, the product met specifications at the time of release.the root cause cannot be determined conclusively.(B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).